Event description:
After implant of the essure device I started experiencing skin disorders. After six month from implant I started feeling vertigo like symptoms such as extreme dizziness, nausea, and lethargic feeling. Around 12 months after implant I began having very heavy bleeding during period, debilitating abdominal and lower back pain, mood swings, and depression.